Manufacturer narrative:
Other: thigh pain. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation, vertebral body replacement at l3 and anterior fixation was performed at l2-4 due to compression fracture at l3. It was unknown how much the cage backed out. The cage was placed in the state that the adjusting end caps were free according to the surgical technique, and the cage was lengthened. It was said the cage did not reach the vertebral body end plate during lengthening, and maybe the set screw on the side of the adjusting end caps side was not loosened enough, so the set screw was loosened after removal, and insertion was performed again, and at that time the cage was lengthened successfully. After placement, it was checked whether the cage moves using a spatula of the facility, and there was no problem. Post-operatively, the cage placed backed out towards the approached side. By checking the post-operative x-ray image, it seemed that the upper end plate side had not fit slightly. The patient had pain in the thigh.

Manufacturer narrative:
Product analysis results: visual and optical inspection of the centerpiece expander did not reveal any damages to the implant. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect/engage and expand/close. The end cap was in the fixed position once loosened the end cap was able to pivot freely. Root cause of implant backing out is undetermined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.